Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient reported that the infusion set's tubing was detached at the tubing connector while the patient was asleep. The site location of the infusion set was right side of abdomen and pump was on the right side, next to him in the bed during the night. The infusion set had been used from (B)(6) 2022 to (B)(6) 2022 (3 days). Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.